Event description:
Patient was scheduled for removal of screws from lumbar area. During operative procedure, surgeon removed 3 screws, with the plan to remove all 6. Upon removal of 4th screw, the 6.5 extractor broke while in use. This was removed from service, all pieces of extractor were accounted for, and screw was safely removed. A screwdriver was then used on the 5th screw, this broke while in use. The physician decided to leave the broken portion of screwdriver in the screw. X-ray was taken. Hardware was retained in the patient (screws that were not removed). Physician's note: a screwdriver actually fractured in the process of trying to remove the screw leaving a very small piece of the screwdriver in the screw head. It should be noted that the screwdriver is made of surgical steel. Based on the patient's degenerative changes at l2-3, the decision was made not to proceed with a wide profanation around the screw potentially eliminating the ability to reuse those l3 pedicles in the event that the patient requires an l2-3 fusion extension. Therefore, decision was made to leave both l3 screws in place which as mentioned above had retained substantial purchase.